Event description:
The cook 7 fr. Sheath was found to be bent mid shaft inside the package. The sheath was removed and replaced with no involvement with the patient. Manufacturer response for guiding sheath, 7 fr x 90 cm, flexor tuohy-borst sidearm introducer, shuttle-sl (per site reporter).